Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No alarms noted. Drive support disk was inspected and no anomaly was noted.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading is 180 mg/dl. The drive support cap is protruded. Reminded customer never to manipulate or push on the drive support cap while connected. Advised customer that the insulin pump will be replaced. Nothing further reported.